Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also updating information submitted on the initial medwatch report. Evaluation results: the reported malfunction was observed and attributed to a faulty autocal valve on the smart pneumatic module. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to deliver therapy to the patient. The customer was unable to provide any more information. Complainant indicated that during subsequent biomed testing, the device displayed a "runtime calibration due" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.